Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the incision has not healed properly and did not remain closed. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was relocated. Patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the incision has not healed properly and did not remain closed. The patient will undergo a pocket revision procedure.